Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-29375. It was reported that the patient presented in clinic for a follow-up after a syncopal episode. Interrogation revealed that the right ventricular lead exhibited loss of capture and lack of slack. Additionally, the right atrial lead exhibited lack of slack. The right ventricular lead was capped and replaced on (B)(6) 2021 and no intervention was performed on the right atrial lead. The patient was stable.